Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was the flex reagent cartridge contamination from the r2 probe. The malfunction was resolved after the customer replaced the r2 probe with guidance from a dade behring technical assistance representative. The instrument is operating within specifications.

Event description:
Falsely elevated troponin I results were obtained on three patient samples. The results were reported to the physician. Sequential samples were drawn on two patients and falsely elevated results were again obtained. The original samples were repeated on two patients and a new sample was drawn on the third patient and negative results were obtained. Patient treatment was prescribed or altered, but there was no report of adverse health consequences as a result of the falsely elevated troponin I results. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was flex reagent cartridge contamination by the r2 probe.